Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600mg/dl. The customer's nurse stated that the customer ran out of insulin did not tell anyone. The customer experienced symptoms such as nausea and vomiting. The customer was treated with IV insulin. The customer was not wearing the insulin pump during the hospitalization but for less than 48 hours. The insulin pump will not be returned for analysis.